Manufacturer narrative:
Examination of returned used device, item aes-50s, was inspected and confirms the reported problem. Distal tip was detached from the shaft. There are no sings of misuse with returned device. The device tip broke loose from the welded connector. Broken tip was returned for evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: examine device before use. Improper connection may result in malfunction of the device. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-50s device was being used during an unknown procedure on (B)(6) 2021 when it was reported that "the tip of this edge wand broke off inside the patient and was retrieved." They were able to retrieve the broken piece. There was no report of patient/user impact or injury. There was a delay of an unknown amount of time. Further assessment questions have been sent, but to date no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.